Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.